Manufacturer narrative:
Evaluation is pending upon completion investigation of the product.

Event description:
On (B) (6) 2009, the surgeon inserted a sequoia polyaxial screw and while the surgeon was distracting the construct, the head of the screw disassembled. The product malfunction, sequoia polyaxial screw disassembled after insertion, did not cause or contribute to a death or injury. It did contribute to surgical intervention as the disassembled screw would have to be replaced which is a surgical intervention.